Event description:
According to the reporter: the patient alleged injury. Medical history:patient is a (B)(6) female who admitted history of having heavy periods, passing clots, and chronic lower abdominal pain unresolving with outpatient therapy as well as stress urinary incontinence.

Manufacturer narrative:
(B)(4).